Manufacturer narrative:
Local service department checked the subject device and found that the reported phenomenon might be due to hitting of any hard object. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the power switch assembly was broken and could not be pushed. There was no report of patient injury associated with the event. The event date was unknown.